Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the patient's small bowel was injured. The injury was repaired by another surgeon. Intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) who stated the surgeon contacted him and provided the following information: the surgeon indicated that the vessel sealer extend (vse) instrument was installed and inserted into the patient. At that time, the vse instrument was "reacting" by spinning fast and poking two small holes in the small bowel. As a result, a general surgeon was called into the or, and he repaired the small bowel injury with sutures. It was stated that the site had reseated the adapter and drape, installed a new vse instrument, continued the procedure, and completed it robotically. There were no postoperative complications reported. The csa had stated the surgeon did not mention any non-intuitive motion of the arm. It was confirmed that the vse instrument was discarded. Isi made multiple follow-up attempts to contact the surgeon and obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. It was confirmed that the vse instrument was discarded and will not be returned for failure analysis investigation. If additional information is received, a follow-up MDR will be submitted. An isi technical support engineer (tse) review the system logs associated with the procedure. Per the tse, the logs showed only informational errors indicating arm 1 detected an instrument and then lost contact with one or more sensors, indicating possible bad sterile adapter engagement. No other errors were noted. An isi's fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The system was tested and verified as ready for use. No image or video recording available for review. This complaint is reportable due to the following conclusion: during a davinci assisted hysterectomy surgical procedure, when the vse instrument was installed, the instrument reportedly spun fast and poked two small holes in the patient's small bowel. The injury was repaired by another surgeon. At this time, the causes of the customer reported failure mode and intra-operative complication are unknown.